Manufacturer narrative:
(B)(4). Investigation results - a complete investigation of dimensional verification, and a review of complaint history, drawings, instructions for use(IFU), manufacturing instructions(mi), quality controls(qc), trends, and visual inspection were conducted. The customer returned 1 used and damaged ultrathane catheter. The returned device was returned with the mac-loc hub separated from the catheter shaft. The mac-loc hub was in the closed position. The black suture was still attached to the mac-loc hub and was captured in the locking mechanism. We opened the mac-loc hub and confirmed that the suture exiting the hub was in the mac-loc assembly. Therefore the separated part of the suture had been separated from where it was glued into the threads of the hub where the cap is attached during manufacturing. The catheter shaft was separated at 16.5 cm distal to the proximal flare in the tubing. The other segment measured 12.7 cm from the separation to the distal tip. The distal section also had black suture material tied to it. Examination of the flare revealed that it was manufactured to correct dimensions as shown in appropriate drawings. Examination of the suture material revealed a slight kink near the end and a small amount of fraying to the suture. The point of separation of the catheter shaft was examined under magnification. The separation was jagged and uneven indicating that the catheter tubing fractured and separated at this location and was not cut. The device lot number was not provided, so a search of complaint data related to the device lot and nonconformance during the manufacturing process cannot be performed. Qc instructions are in place to verify that the catheter is manufactured according to specifications. The device is shipped with IFU, which gives the device description and intended use as well as precautions, warnings, contraindications and instructions for placement and use of the device. The IFU states that patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. After examination of the device and based on the customer's statement, it is feasible to suggest that the patient's movement put force on the device beyond its intended design leading to separation of the catheter shaft. There is no evidence to suggest that the device was not manufactured to specification. Cook incorporated will continue to monitor for similar events.

Event description:
An (B)(6) year old male patient had a chest tube inserted on (B)(6) 2015. Three days later, on (B)(6) 2015 when the patient rose from the bedside, he felt something snap/break. The physician took an x-ray and noted that the chest tube was broke at the lock tube in the thoracic cavity. The physician was able to pull the broken device from the patient and insert a new one. There was no harm to the patient and no additional procedures or intervention required due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
An (B)(6) male patient had a chest tube inserted on (B)(6) 2015. Three days later, on (B)(6) 2015 when the patient rose from the bedside, he felt something snap/break. The physician took an x-ray and noted that the chest tube was broke at the lock tube in the thoracic cavity. The physician was able to pull the broken device from the patient and insert a new one. There was no harm to the patient and no additional procedures or intervention required due to this occurrence.